Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noticed that the lens was stuck in cartridge and would not advance into the eye. Additional information has been requested, received and stated the issue occurred during surgery and the lens was never fully inserted as it never fully went in the eye. The procedure was completed same day with same model and diopter company lens. In the surgeon¿s opinion, injector/cartridge caused or contributed to the event. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).